Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer declined to test blood glucose level. Troubleshooting was attempted by tandem technical support, but the customer had cleared the pump prior to call and the malfunction alarm was cleared and insulin delivery was able to be resumed.